Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging an issue with the calcode on the onetouch ultra 2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began ¿3 weeks ago¿. The patient manages her diabetes with insulin (humalog, self-adjuster) and stated she took an increased dose of medication (unknown dosage) in response to the alleged issue. The patient claimed, immediately after the alleged issue occurred, she developed symptoms of ¿incoherent¿. At an unspecified time on (B)(6) 2014 the patient stated she went into the emergency room (ER) and her blood glucose was tested. The patient did not provide the actual result(s) obtained with the ER/hospital meter but stated she was treated with ¿IV glucose¿ from a health care professional (hcp). At the time of troubleshooting, the cca walked the patient through changing the code and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.